Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit. He examined fault logs and observed fault 63 logged numerous times on date of event. Service manual corrective action is to replaced video generator board. Ordered new revision video generator board kit installed and calibrated touch screen display in diagnostics. Unit passed all functional and safety tests per factory specifcations, returned to customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units zero pressure isn't working.